Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx partially covered stent was to be implanted in the common bile duct to treat a cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2022. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, there was difficulty in advancing the delivery system through the lesion. The stent was successfully deployed; however, there was difficulty encountered during withdrawal of the delivery system through the deployed stent. The permalume cover of the stent was torn during the delivery system removal. Reportedly, the stent was too long for the patient's anatomy and the physician chose to remove and replace it. The stent was difficult to remove but was successfully removed from the patient with a snare. The procedure was completed with a smaller sized wallflex biliary partially covered stent. There were no patient complications as a result of this event.